Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported that a percuflex plus ureteral stent was used during a ureteroscopy with stent placement procedure in the urinary tract, kidney to bladder performed on (B)(6) 2020. According to the complainant, during the procedure, when the stent was inserted, the physician noticed that the bladder coil would not properly form a coil. When the physician examined the stent via the camera lens, a tear in the bladder coil portion of the stent was noticed. Reportedly, the assistant pulled the suture and inadvertently ripped through the stent, however the suture remained intact. The stent itself was not separated into two pieces. The procedure was successfully completed with another percuflex plus ureteral stent. There were no patient complications reported as a result of this event.